Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading the cartridge with approximately 200 units of insulin the customer added more insulin and successfully completed the load process. The customer's blood glucose level was not impacted.